Event description:
Surgical procedure being performed: left sub-occipital craniotomy for clipping of ruptured left vertebral arterial dissection. Yasargil titanium aneurysm clip ft728t placed across distal aspect of ruptured vertebral artery with ft742t clip applier. At closure, clip blades noted to be scissored. Clip removed and replaced with ft220t yasargil titanium aneurysm clip. Surgical prodedure only slightly prolonged. Post-operative condition: good. Present condition: good.